Event description:
It was reported that during capacitor maintenance, noise was over sensed on both the atrial and ventricular channel, causing false ams detection. The device was explanted and replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The noise during high voltage charging was confirmed. The cause was the electronics module. Noise interfered with inductive telemetry and was coupled onto the sense channels.